Manufacturer narrative:
The hill-rom tech support found the siderails center arm assembly damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the center arm to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderails were not working and would not stay up. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).